Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. "The following repair diagnostic codes were identified: (broken/fractured handle). This does confirm the alleged failure mode of [broken/fractured handle]. Probable root cause: "poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, use error, shear pin failure in handle. (Proximal end of device). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the handle of the 5mm peek multifunction handle was broken.